Event description:
It was reported that the generator had an e433 error. The issue was observed during pre use inspection for asn unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.